Event description:
During a call to the baxter technical service representative (tsr) regarding a manual drain issue, the facility nurse indicated the patient had been hospitalized due to a diagnosis of peritonitis. The nurse indicated that there was fibrin in the patient's line. It is unknown what labs were performed. It is unknown what interventions were required. The patient status is unknown. This is the master complaint for the event of peritonitis.

Manufacturer narrative:
(B)(4).

Event description:
The rn who cared for this (B)(6) old patient during the (B)(6) 2010 hospitalization was contacted and the following additional information was obtained. In (B)(6) 2010 (exact admission date unknown), this patient was hospitalized for a wound infection that the patient acquired after his below the knee amputation. While hospitalized, the patient acquired bacterial peritonitis (exact date of diagnosis is unknown). The patient was treated with antibiotics intraperitoneally (pd solution, antibiotic name and dose unknown). It is unknown when the patient was discharged or if he continues using apd to date, as the rn no longer works for the company that cares for the patient. The rn stated that the cause was presumed at that time to be touch contamination, and not baxter's products.

Manufacturer narrative:
(B)(4). The sample was discarded therefore no evaluation was performed. Baxter is attempting to obtain additional information related to this incident; should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The lot number was not provided, therefore a batch review cannot be conducted. The root cause was identified as use error - poor aseptic technique. A labeling review found current labeling provides ample instructions related to prevention of the suspected use error in aseptic technique identified in this event. Similar report reports have been received for the reported problem. The root cause investigation is in progress.his MDR was submitted on 01/14/2011; however, due to a failed ack3, this MDR is being resubmitted on 01/17/2011.